Event description:
The customer contact reported the device touchscreen did not respond when pressed. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was found to not respond when pressed. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device did not pass the touchscreen test. The probable cause was due to a broken front bezel assembly. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.